Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 6 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with low speed advisory alarms and pump stoppages when connected to the power module. No alarms occur when connected to grounded cable or batteries. There was some visible cosmetic damage to the white driveline cover that has been covered with tape. This damage occurred a few years ago when the patient got their driveline caught in a car door. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed pump stoppages on (B)(6) 2018. All the pump stoppages occurred while connected to the power module. The x-rays were unremarkable. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement leaving approximately 4 inches of external driveline. On (B)(6) 2018, it was reported that the patient continued to have pump stop alarms post driveline replacement. The patient was asymptomatic. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a second driveline replacement. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded power module patient cable after the replacement and the alarms did not return. No additional information was provided.

Manufacturer narrative:
Although the report of low speed events and pump stoppages were confirmed through the evaluation of the submitted system controller log file, a specific cause could not be conclusively determined. The evaluation of the returned drivelines did not reveal a left ventricular assist system (lvas) related issue that would have contributed to the reported event. A section of the driveline approximately 22.5 inches long was returned for evaluation. Two paper clips covered by tapes were noted on the driveline, approximately 4 inches and 13.5 inches from the metal connector. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon removal of the tapes and paper clips, tears to the silicone jacket was noted underneath. However, the underlying bionate was free of damage. Examination of the driveline found breakdown of the braided shield approximately 4 inches from the metal connector. Additionally, overall shield deterioration was noted. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The driveline was submerged in a saline bath for high-potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. In addition, a section of the driveline approximately 27 inches long was returned for evaluation. Previous distal-end repair kit was noted approximately 21 inches from the metal/controller connector. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon removal of the silicone jacket, shield disruption was noted approximately 23 inches from the metal connector. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The driveline was submerged in a saline bath for high-potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.